Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the device functionality was evaluated and found to be normal. No anomalies were found.

Event description:
It was reported that during implant, after leads were connected, low r wave amplitude and loss of capture were observed. Despite repeating connection procedure and cleaning the lead connector the values did not improve. This device was not implanted.